Event description:
A male admitted in 2009 status post sigmoid colon perforation from an attempted colonoscopy performed elsewhere. He underwent a sigmoid colectomy in the same day. Post operatively, the patient experienced delirium tremors and was placed on an alcohol withdrawal protocol. As patient improved, he was transferred to a surgical acute unit. At about 10 days later, the patient experienced a fall which resulted in a subdural hematoma. The patient was transferred to another acute care facility for neurological evaluation and treatment. During investigation, it was discovered that the bed alarm was not alarming upon discovery of the patient immediate post fall. The patient was found approximately 8-12 feet from the side of the bed he most likely exited. The bed alarm was reviewed by the engineering department at sierra nevada memorial hospital and found to have a broken wire somewhere in the system, and only showed to be working intermittently. The long term effects of the fall remain unknown at the time of this report.